Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the supply line of the homechoice cassette and the supply bag, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the event. This occurred during dwell three of five of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was a loose connection between the supply line of the homechoice cassette and the supply bag that led to this alarm. The hp confirmed that they did tighten the connection before starting the therapy. There was no leak and no damage noted on the disposables. Renal therapy services (rts) assisted the hp to cycle power to the device. Rts advised the hp to contact their nurse for further instruction on completing the treatment. The hp stated that they would and they would restart the therapy. Proper procedures per the user manual were reviewed with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.